Event description:
It was reported that after approximately 2 days of uneventful use of the intra-aortic balloon, blood was seen in the helium line. As a rupture was suspected, the iab was removed. Removal had been planned for that same day, therefore a replacement was not needed. There were no patient complications.